Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a mini-open laterjet procedure, the sleeve of the 2.0mm t-fix drill broke when drilling the inferior hole using with a glenoid guide. The metal sleeve broke off about 1 inch inside the glenoid. The pieces were removed from the patient. There was a delay in the less than 30 minutes and it was completed with a competitor device ( small and large frag screw set, synthes) using an additional bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that photos of the device packaging and the device were provided for review and confirm the breakage, however they do not indicate the root cause for the breakage. Based on the limited information provided the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). H11 h6: f codes updated.